Event description:
It was reporetd that the device was on a patient and the staff changed from CPAP mode to vc mode and the screen went blank and device started alarming, ventilation continued the whole time. Other than reported the initial log file review indicated a restart of the ventilation unit. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by biomed, and the log file was made available for further investigation at the manufacturer¿s site. Based on the device examination onsite there was no indication of a permanent device fault found. Based on the log file analysis, it could be verified, that the device performed a restart of the of the ventilation unit caused by a temporary deviation regarding the pba ther.contr.unit m16.2. It was recommended to replace the affected pba ther.contr.unit m16.2 and the cf card. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After a successful restart the ventilation will be automatically resumed and continued with the latest settings. In the current event, the device reacted as specified, it alarmed and performed a restart to remedy an internal temporary deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device was on a patient and the staff changed from CPAP mode to vc mode and the screen went blank and device started alarming, ventilation continued the whole time. Other then reported the initial log file review indicated a restart of the ventilation unit. There were no patient health consequences reported.